Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:comparison of helix tip active fixation leads in the atrium. Heart rhythm 2005;2(1 suppl):s1-329.

Event description:
A journal article abstract was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the abstract; however, a one to one correlation could not be made with unique device serial numbers. The author reports that there were lead dislodgments. The status of the leads is unknown. No patient complications have been reported as a result of this event.